Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Additional information received indicated that the device was changed due to receiving the battery performance alert (bpa).

Manufacturer narrative:
Additional information: premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
During a follow up, it was reported that the device reached the elective replacement indicator (eri) and the device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice. It is unknown if premature battery depletion was suspected. The device was explanted and replaced and the patient was stable.